Manufacturer narrative:
Reportable event type updated.

Event description:
It was reported that the patient was expired on (B)(6) 2019. Lvad support had been discontinued due to the (B)(6) bacteremia. The pump was not explanted.

Manufacturer narrative:
(Model/catalog number, UDI): corrected information.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. It was reported the pump was not explanted and therefore not returned for evaluation. The hmii lvas IFU lists infection and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines care instructions in regards to preventing infection.

Manufacturer narrative:
The approximate age of the device is 7 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient experienced lethargy, confusion, inability to care for himself, and purulent percutaneous lead site drainage. Elevated white blood cell counts and positive blood cultures for (B)(6) confirmed infection.